Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was not further specified. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date during hospitalization, the patient began treatment with unspecified antibiotics (doses, frequencies and routes not reported) for the event. At the time of this report, the patient had recovered from the event and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.